Event description:
Medtronic received a report that once the micro catheter was positioned the physician attempted to deploy the device as per the IFU. The distal end of the device was not opening fully and appeared funnel like. The physician attempted to deploy more device, anticipating that as the middle section opened, the distal end would open as well however the device did not open in the middle section. The physician attempted to recapture the device and reposition the delivery system to deploy the device. After several attempts the device was abandoned and a second device was selected for implant. Upon delivery of the second device (ped2-500-12) similar behavior was observed with the device not opening despite different attempts at "wagging" and forward loading the device. The physician was able to get the middle section to open with "significant" forward loading however he had to recapture the device to reposition the distal end and was unable to repeat the technique to get the device to open. At this point the physician determined that he would need to deploy the device and use an angio-balloon to open the device. The device was deployed and attempts were made to open the device with the 0.014" synchro wire and the phenom 27 microcatheter. After that, the hyperglide balloon was delivered through the device and expanded causing the pipeline to fully open. The final result was that the pipeline appeared to be fully open and apposition to the arterial walls was observed. Angiographic result post-procedure was adequate. The pipeline used for an indication that is approved on-label. The pipeline and any accessory devices were prepared as indicated in the IFU. The pipelines were positioned in a bend in the middle section. More than 50% of the pipeline had been deployed when it failed to open and it was resheath more than 2 times. There were no additional steps required to open the first pipeline and balloon angioplasty was performed to open the second pipeline. The first pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery. The landing zone was 3.7mm distal and 4.5mm proximal. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level was 240.  Ancillary devices include a 7 fr rist sheath, 115cm navien 58 guide catheter, 150cm phenom 27 microcatheter, and stryker synchro guidewire.

Manufacturer narrative:
Refer to reg report# 2029214-2022-01558 for related information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device ped2-500-12 (lot# b200862) found that braid end 1 was collapsed and frayed. Braid end 2 was found to be opened and frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.